Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, white/blue particles calcification -like in device outer surface and one curved opening. A microscopic analysis and leak test were performed which identified two striated openings. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is there were two openings striated in the side anterior assessed as surgical damage.

Event description:
Healthcare professional reported right side "exchange from textured to smooth implant due to the patient's concern with the product" and capsular contracture, baker grade IV. Device has been replaced.

Event description:
Healthcare professional reported a baker grade of IV.

Manufacturer narrative:
The event of "capsular contracture baker grade unknown " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and anxiety-product/procedure.

Event description:
Healthcare professional reported right side "exchange from textured to smooth implant due to the patient's concern with the product" and capsular contracture, baker grade unknown. Device has been explanted.